Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg turned inoperable due to not charging and patient lost stimulation. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.